Event description:
It was reported that the unspecified bd pen needle was blocked. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 19-dec-2022. H6: investigation summary: customer returned three (3) used pen needles without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needles were examined, and it was observed that the patient end (pe) cannula was broken on all three samples. No evidence of manufacturing defect was observed. The sample could not be tested for flow due to the condition that it was returned in. Since the samples were returned after use, and no manufacturing defects were observed, the probable cause of the broken pe cannulas can be traced to the user. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The pe cannulas were broken by the user after handling the pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd pen needle was blocked. The following information was provided by the initial reporter: needle blocked.